Manufacturer narrative:
Additional information provided: b.3. Correction on initial report: b.5

Event description:
It was reported that (1) pcu keypad will be replaced due to pcu front case does not turn on when the plug and inserted to an outlet . Biomed stated : the plug icon does not light up indicating that it is plugged in. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (1) pcu keypad will be replaced. Although requested there was no additional details provided at this time.